Event description:
It was reported a revision knee surgery was performed due to pain. The patella was resurfaced during the revision surgery.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.